Event description:
It was reported that the customer woke up to a motor error alarm during basal. Customer does not use the sensor feature and they were unable to rewind the insulin pump. No further information reported.

Manufacturer narrative:
The insulin pump currents are within specifications and passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No motor error alarm and the motor passed motor test. The insulin pump was received with minor scratched lcd window, cracked case near the display window corners, cracked battery tube thread sand cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.